Event description:
The coil has already been placed in the patient. It was not possible to detach the coil. The doctor tried to push and pull several times but the coil couldn't be detached. So the coil was resheathed and given back to the sales representative. Before and after this event several coils had been detached with the same cable and box in the same case. Note: the customer didn't check the coil; by connecting to the box; prior inserting into the patient.

Manufacturer narrative:
The dcb and the cable were not returned. The microcoil system was cleaned by the end user before being returned. The detachment fiber did not receive heat and melt. Ultrasonic testing of the resistive heating coil changed the static reading of 0.0 ohms to a still out of specification reading of a floating >23.20 m ohms. The returned device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint inside the resistive heating coil section. The circumstances of how this damage occurred cannot be determined. It was noted that a electrical predeployment check may not have been performed. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends;¿ verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable; turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section; located near the end of this document; before proceeding.¿ based on the information and the analysis, the event was confirmed, however the circumstances of the damage could not be established. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.